Event description:
It was reported that the unit continued to run in the shoulder of the pt after pushing the off button. It was further reported that the unit continued to run upon removal from the shoulder until it was unplugged.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.